Event description:
It was reported that prior to the start of a da vinci-assisted thymectomy surgical procedure, with no port placement that the customer experienced repeated recoverable faults 32100, identified prior to the start of a procedure after anesthesia, but before ports were placed. The customer contacted the technical service engineer (tse) for phone assistance. The tse asked the customer to perform a system reboot, but the error reoccurred, showing error 32100 pointing to the axes controller motor (acm) on the universal surgical manipulator (usm) 3. The tse inquired if it was possible to start the procedure with only three arms, to which the customer agreed, and the procedure started without delay. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, the 32100 error was found indicating axes controller hardware current/voltage monitoring error; the error is reported on axes controller motor (acm), low alarm error, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a known good system where the component functioned as expected. The unit was then installed onto patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on system log review, which indicates that the device may have contributed to the customer reported issue. While the issue was not replicated during failure analysis, the error observed in the system logs point to a potential issue with the acm board. This issue may be resolved by fse service to replace the usm. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).